Event description:
Overdelivery reported. The pump was set to infuse morphine sulfate 10mg/ml with a continuous dose of 6mg/hr, and a patient dose of 1mg every 180 minutes. The home patient was called into the doctor's office and the pump display was noted to have a discrepancy between the demands and the amount delivered; the pump had delivered boluses without demand. An error code was reported, but unsure which code had alarmed. No overdose or patient harm was reported. The pump was replaced without incident.